Event description:
Reporter indicated a vns pt's generator settings were noted to be at unintended settings on three separate occasions. Vns programming history was received and reviewed by the manufacturer. The pt was interrogated and found to be at intended settings on (B)(6) 2009 (date adjusted to (B)(6) 2009). Two interrupted systems tests followed, and the ma was also programmed to 2ma immediately after the systems tests. There was no reinterrogation after either test or the programming session to verify settings. At the next office visit on (B)(6) 2009 (date adjusted to (B)(6) 2009), the pt was interrogated and found to be at systems diagnostics settings (1ma/20hz/500pw/30sec on/60min off). No diagnostics were done at this visit. The pt was then programmed to 1.25ma/20hz/500pw/30sec on/60min 0ff, and immediately reinterrogated with settings noted at 1.25ma/20hz/500pw/30sec on/60min 0ff. The pt was then reprogrammed again to 1.5ma/20hz/500pw/30sec on/60min off there was a final interrogation which noted settings of 1.5ma/20hz/500pw/30sec on/60min off. The off time was never changed from 60 mins at this visit. On (B)(6) 2010, the pt was interrogated and found to be at 1.5ma/20hz/500pw/30sec on/60min off. The off time was then reprogrammed to 3 minutes, and a final interrogation confirmed the settings as 1.5ma/20hz/500pw/30sec on/3min off. The interrupted systems tests occurred only once on (B)(6) 2009, but the off time was not corrected until two office visits later, which made it appear as if there had been 3 events of changed settings.

Manufacturer narrative:
Analysis of programming history.